Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, so customer was unable to interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to perform pump reset, and was able to interact with pump screen normally after completing reset.